Event description:
Customer reached out to us to let us know she had a difficult time trying to remove her cup and eventually sought medical intervention. Customer noted she was able to reach the base of the cup, but was not able to break the seal. She searched for tips for removal online and asked friends who use menstrual cups for additional removal recommendations. The doctor that removed her cup also disposed of her cup. We provided a refund for the purchase of the cup.